Event description:
Caller reported blood glucose results of 171 mg/dl on aviva nano system 1, 67 mg/dl and 32 mg/dl on aviva nano system 2. On a separate occasion 255 mg/dl on aviva nano system 1, 108 mg/dl on aviva nano system 2 within 10 minutes. It was reported that the strips from system 1 were from a vial the customer was keeping in his pocket outdoors. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is aviva nano system 1, medwatch with identifier (B)(6) is aviva nano system 2.